Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 11 minutes and 38 seconds of lasing time and using 58963 joules, the fiber tip came off. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber card was reviewed; the fiber was recognized and fired. A soft joule limit was also issued, which is not a failure. It is the point at which removal of the fiber from the console would invalidate further fiber usage. The fiber passed functional testing for connector segment verification and saline flow. The hene (helium-neon) functional test found no breaks along the fiber length. Microscope inspection of the fiber tip identified that the glass cap was detached. Also, moderate detritus adhesion was observed which is indicative of heavy tissue contact during use. The forward firing test for this device resulted in an output which is above the threshold for potential patient harm. The device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). A risk review was completed and confirmed that the event of fiber cap/tip break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all information available, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 11 minutes and 38 seconds of lasing time and using 58963 joules, the fiber tip came off. The procedure was completed using another fiber. There were no patient complications.